Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, customer received an unspecified high reading on the sensor and self-treated with twice the dose of insulin (2x2 units) following which she experienced symptoms described as "loss of knowledge" and subsequently lost consciousness. Customer was diagnosed with hypoglycemia and treated with glucose 30% via IV and oxygen therapy by the firefighters and emergency services. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2018, customer received an unspecified high reading on the sensor and self-treated with twice the dose of insulin (2x2 units) following which she experienced symptoms described as "loss of knowledge" and subsequently lost consciousness. Customer was diagnosed with hypoglycemia and treated with glucose 30% via IV and oxygen therapy by the firefighters and emergency services. There was no report of death or permanent injury associated with this event.